Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure the ultrasound didn't work and the pt suffered a thermal burn. While waiting for the aspiration, the upper cornea became cloudy and the tip was removed from the eye. The wound was sutured closed. This has led to severe astigmatism and visual acuity is worse than before the surgery. The system was re-primed and surgery was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).